Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately four years post port placement during port removal procedure, the catheter was allegedly found cut at 6cm. An x-ray was performed to locate the remaining segment and the segment demonstrated it had migrated to the pulmonary artery. It was further reported that twelve days post imaging, the migrated segment was removed without any complications. There was reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported approximately four years post port implant the port device was removed, the catheter was allegedly found cut at 6cm. An x-ray was performed to view the remaining segment left in patient and a planned removal was scheduled for a later date. There was no reported patient injury.